Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had slowed down insulin delivery due to buttons being hard to press. Customer also reported that pump had crack on battery and no delivery alarm the blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33, excessive no delivery alarm and charge or battery lasts less than expected anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads. (B)(4).